Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from germany that a patient with a 3300tfx21mm valve implanted in aortic position was scheduled for a valve-in-valve intervention after an implant duration of 6 years and 2 months due to unknown reasons. Per customer opinion, there was a patient prosthetic mismatch (ppm). The patient presented with dyspnea and fatigue. As reported, the patient refused the planned surgical replacement and decided to pursue conservative treatment, due to the potential ppm resulting from a valve-in-valve procedure with a 20mm device. The patient was discharged without a valve replacement.

Manufacturer narrative:
Added information to section b5, e4 and h6 (type of investigation) updated section h6 (component code), h6 (device code), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: as the device remains implanted, a device evaluation was unable to be performed. As per 3mensio imagery provided, there does not appear to be any overt calcification of the leaflets in the provided report. Unable to comment upon leaflet motion or hemodynamics. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Svd (structural valve deterioration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including diabetes and hyperlipidemia. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event, therefore no additional corrective or preventive action are required.

Event description:
Edwards received notification from germany that a patient with a 3300tfx21mm valve implanted in aortic position was scheduled for a valve-in-valve intervention after an implant duration of 6 years and 2 months due to calcification leading to re-stenosis (25mmhg and 14mmhg - peak and mean gradient values respectively, vmax of 2.6 m/s). Per customer opinion, there was a patient prosthetic mismatch (ppm). The patient presented with dyspnea and fatigue prior to the intervention. As reported, the patient refused the planned surgical replacement and decided to pursue conservative treatment, due to the potential patient prosthetic mismatch resulting from a valve-in-valve procedure with a 20mm device. The patient was discharged without a valve replacement.